Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes do not clot within 30 minutes and red cell hang up is observed after centrifugation. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes do not clot within 30 minutes and red cell hang up is observed after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received 6 samples and 2 photos for investigation. Evaluation of the two attached photos shows evidence of red cell hang-up. Poor clot formation was not observed in the attached photographs. Visual observation of the six returned samples did not show any signs of the indicated failure modes. Additionally, a total of 100 retained samples were visually inspected, indicated failure mode not observed. Complaints for sample quality were not under statistical control for the month of november 2025, additional testing was required. Bd was unable to duplicate the customer¿s indicated failure mode as the tubes in question expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up via provided photos. The complaint could not be confirmed for indicated mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.